Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, while removing the catheter from the carrier tube after it had been properly flushed, the catheter broke apart at the hub. The procedure was completed with another device.